Event description:
During aaa repair on a male patient in 2008, the clinician tried to undo the first safety wire and noticed the knobs on both the safety device for both wires were sheared off. The attending surgeon was able to remove both wires using forceps and other instruments. Patient is fine.

Manufacturer narrative:
Event evaluation: still under investigation.